Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152482.

Event description:
Voluntary medwatch received states that the patient experienced an infection. A revision was performed, and the entire system was explanted.